Manufacturer narrative:
The issue was resolved by phone support. The staff responded by replacing the 30-degree endoscope, and this action resolved the issue. No site visit was required, and the system was working properly. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the camera flipped during a procedure, which was immediately followed by endoscope errors. The staff responded by replacing the 30-degree endoscope, and this action resolved the issue. All troubleshooting steps had been completed, and the staff indicated they would follow up if the issue persisted. The procedure was completing as planned with no reported injury.